Event description:
It was reported that the patient visit to the emergency room due to hyperglycemia on (B)(6) 2026. The blood glucose level was high and patient got treated with correction injection via multiple daily injection.

Manufacturer narrative:
MDR 3003442380-2026-84280 / initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.